Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. Investigation results: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification (#90519237). The returned device was attached to an inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 14mm proximal from the distal markerband. The investigator was unable to fully inflate the balloon due to the pinhole leak, which confirms the event. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of balloon- failure to inflate was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "adverse event related to patient condition".

Event description:
Reportable based on device analysis completed on 05mar2026. It was reported that balloon inflation issue occurred. The 80% stenosed target lesion was located in the severely tortuous and mild calcified posterior tibial artery (pta). A 6.0 x 40, 75cm mustang was advanced for dilation. During the procedure, it was noted that the balloon catheter was not fully expaned well insevere stenosis at 23 atmospheres (atm). The procedure was completed with a different device. There were no patient complications as a result of this event.